Event description:
Reportedly, auto suture paddle retractor opened in abdomen and would not close. Retractor had to be removed in pieces to prevent conversion to open laparotomy for removal. Procedure:unk.

Manufacturer narrative:
This complaint was re-evaluated, and it was determined to be a malfunction.